Event description:
Cotton from tampon stays inside [foreign body in reproductive tract] cotton comes off the tampon [device breakage] cause was traced to design [product design issue] case description: consumer reported via e-mail that cotton comes off tampon. No serious injury reported. Lot codes: 33264/6047, 35564/6056, 34664/6056, 35164/6056, 35064/6056, 33364/6047 follow-up: 11-oct-2021: returned product identified as ontex l. Please see reports 1216894-2021-00113 & 1216894-2021-00114 for the 2 reports regarding the regular and super products respectively that were not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
Cause was traced to design. Action plan is in place.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton from tampon stays inside [foreign body in reproductive tract]. Cotton comes off the tampon [device breakage]. Case description: consumer reported via e-mail that cotton comes off tampon. No serious injury reported.